Event description:
It was reported that the patient presented in-clinic for routine follow-up with two aborted vf therapies. Intermittent oversensing of noise was found. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.